Manufacturer narrative:
This report is filed, march 16, 2016. The implanted device remains.

Event description:
Per the clinic, the patient was placed under sedation to facilitate an integrity test on (B)(6) 2016. The implanted device remains.